Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 60.3 mm in diameter abdominal aortic aneurysm. The aortic neck measured 30.2 mm to 33.5 mm in diameter along a 10 mm length. There was diffuse thrombus that covered approximately 90% of the seal zone circumference. It was reported that, during the index procedure, there was a proximal type I endoleak after the endurant bifurcate had been implanted. The physician elected to implant six aptus endoanchors and the endoleak was resolved. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.